Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose. The customer blood glucose level was over 500 mg/dl at time of incident and current blood glucose was 269 mg/dl. Customer treated with insulin pump. Customer states there was no any symptom related to high blood glucose level. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.